Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. On (B)(6) 2023, upon removal of the sensor, the patient developed burning, redness, and an infection under the sensor pod. The patient was evaluated by a healthcare provider (hcp) on (B)(6) 2023 who prescribed an oral antibiotic (doxycycline). At the time of the report, the patient was still recovering from the infection. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.